Event description:
It was reported that two days after a da vinci-assisted duodenal switch procedure, ¿the patient went into cardiac arrest from a bleed and the patient is currently in ICU.¿ the da vinci-assisted procedure had been completed with no issues and ¿everything went as planned during the procedure¿ and there was no initial reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted duodenal switch procedure, the surgeon reported that the patient ¿came back about a week later on friday or saturday with some bleeding and was in cardiac arrest.¿ the patient was ¿treated¿ on an unspecified date, by unspecified means and was in the intensive care unit (ICU) reported to be recovering well at the time of the follow-up. The surgeon did not disclose where the bleeding was located, how much bleeding there was, or how the bleeding was resolved. The surgeon said that the da vinci-assisted procedure had completed with no issues and ¿everything went as planned during the procedure¿ and there was no initial reported injury. The surgeon said that the patient was initially discharged home and that the patient¿s ¿hgb levels¿ were being monitored after the procedure. The surgeon stated that ¿nothing that happened following the initial procedure had anything to do with da vinci product¿ and that ¿this was a heart patient¿ and the post-operative bleeding event was due to ¿cardiac disease, patient medical history, and patient medications.¿ additional information about follow-up medical intervention, patient medications, patient history, specific dates, etc. Was not disclosed.

Manufacturer narrative:
Based on the current information provided, the cause of the reported bleeding and subsequent complications is reported to be related to patient conditions/medical history, however, specifics regarding the exact nature of the complications and how they could have been associated with the reported complications remains unclear. It was initially indicated that the postoperative complications began two days following the procedure, but the surgeon indicated that they began ¿about a week later.¿ there was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A system log review was performed and there were no observed events in the system logs that would suggest a product issue and the logged events were in line with normal system functionality. A review of the instrument logs was also performed. During the procedure, a vessel sealer extend instrument, force bipolar instrument, fenestrated bipolar forceps instrument, monopolar curved scissors instrument, mega needle driver instrument, sureform 60 stapler instrument and nine (9) reloads were used: seven (7) blue, one (1) green, and one (1) white. All reusable instruments with uses remaining that were used in the case were used in subsequent procedures. A site review shows no complaint filed against the recorded instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: two days after undergoing a da vinci-assisted duodenal switch procedure, the patient experienced postoperative bleeding from an unspecified location and subsequently experienced cardiac arrest resulting in additional hospitalization via the ICU. The volume of blood lost and medical intervention administered remain unknown. Although the surgeon indicated that the post-operative complications were related to the patient's medical history, it is unknown as to what extent the da vinci surgical system may have been a contributed the complications. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.